Event description:
It was reported that prior to an unknown procedure, the surgeon tried to advance a clip between jaws, closing handle, but the clip was not completely put between jaws and one side of the clip has gone out of the jaw and it was failed to position prior to fire. Also he struggled to advance it due to slow movement. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was received in good visual condition. A bag with one malformed clip was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, fed, and formed four clips as intended and it ejected fifteen clips. Finally, it locked out as intended. Upon testing, no slow feeding issues were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.